Event description:
The following has been reported: issue: text not displaying resolution: replace display board assembly reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.